Event description:
Adverse event(s): "posterior capsule tear" (capsular bag tear, posterior). Product problem(s): "no device problem reported" (no known device problem). A customer reported that a posterior capsular rupture occurred during polishing on capsule vacuum mode. The tips have been resterilized several times though the customer is not sure how many times. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4)